Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device and a photo were been provided for review. The evaluation identified foreign material. A root cause could not be determined. The device is labeled for single use. H10: g4. H11: h2, h6(method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604580 port & catheter, implanted, subcutaneous, intravascular allegedly experienced foreign material in the package. This information was received from one source. The malfunction did not involve a patient. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The device is not available for return. A photo has also been provided for review. The company is still investigation the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604580 port & catheter, implanted, subcutaneous, intravascular allegedly experienced foreign material in the package. This information was received from one source. The malfunction did not involve a patient. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The device is available for return. A photo has also been provided for review. The company is still investigation the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0604580 port & catheter, implanted, subcutaneous, intravascular allegedly experienced foreign material in the package. This information was received from one source. The malfunction did not involve a patient. The patient's age, weight, and gender were not provided.